Event description:
It was reported that the customer had normal blood glucose levels of 111 mg/dl. The mother of the customer reported a button error alarm from the insulin pump. It was also reported that there was condensation inside the screen of the insulin pump. The customer was wearing the insulin pump during softball practice and the insulin pump might have been exposed to moisture. The mother of the customer also reported a small crack on the corner of the screen of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Down arrow button did not respond due to corroded keypad trace. No moisture damage on electronics noted. The device was received with cracked display window, cracked case at display window corners, and cracked reservoir tube lip.